Event description:
The customer reported that the insulin pump alarmed during prime, and insulin squirted out of the infusion set. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.